Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-16457. Related manufacturer reference number: 1627487-2021-16459. It was reported patient experienced ineffective therapy due to high impedances. As such surgical intervention took place, where it was found that the ipg had flipped in the pocket more than 30 times. This caused the extension wires to twist and causing the issue. Physicians replaced the extension wires and ipg leading to effective therapy.